Event description:
The report indicated that after 11 hours of ECMO support the unit was changed out due to poor performance. The pt subsequently expired, however, according to the physician, the oxygenator was not the cause.